Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an unknown implant duration, oversensing with inappropriate shocks was reported. The implant and explant date were not provided. No other adverse pt side effects have been reported. The lead was explanted and a new one implanted.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated rubbed through insulations in the region of the tricuspid valve. The insulation damages can be considered as the root cause for the observed noise as mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.